Event description:
It was reported that dislodgement and an increased capture threshold were observed. When repositioning was unsuccessful, the lead was explanted and replaced. The patient is recovering well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.